Event description:
Health drastically declined immediately after getting breast implants. Started to get severe migraines, stomach problems, many food allergies and intolerances. Sudden extreme reactions to environmental allergens, daily chest (sternum) pain that I thought was a heart attack. Hair loss, fatigue, diagnosed with an autoimmune disease. Sudden breathing problems, could no longer exercise due to breathing problems. Sharp pain in breasts that worsened over the period I had implants.